Manufacturer narrative:
Investigation evaluation: the complaint could not be confirmed. A complete evaluation was not possible because the clip was detached and not included in the return. The handle of the deployment catheter was manipulated outside an endoscope and the drive wire was observed to move freely in response to handle actuation. The device was then advanced into olympus gif q20 2.8 endoscope in a simulated upper gastrointestinal (gi) position with the tip in the maximum retroflexed position to simulate a worst case position. The drive wire was observed to move freely upon handle actuation. The distal end of the deployment catheter was viewed under magnification and no damage or abnormalities that would inhibit proper clip release were observed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. In addition, the condition of the returned device (clip deployed and not included in the return) prevented a thorough evaluation. This limits our ability to conclusively determine a cause. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." The instructions for use include the following precaution: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook instinct endoscopic hemoclip. When the customer went to release the clip, they could not disengage it from the catheter. As they pulled back, it ripped the clip off of the mucosa and they had to use extra clips to "patch" the ripped portion. [The area representative] believes it was user error. When the device was received for evaluation, the clip was missing. It was reported that an unintended section of the device did not remain inside the patient¿s body; however, the location of the missing clip is unknown. The patient required additional clips to be placed due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.